Event description:
Reporter stated, that pt's blood glucose was measured, using the advantage system, with back-to-back results of 135 mg/dl, 95 mg/dl, 89 mg/dl, and 51 mg/dl. Ten days later, pt reportedly performed an add'l set of back-to-back tests with results of 477 mg/dl, 271 mg/dl, and 172 mg/dl. Reporter indicated that pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Qc testing had not been performed on the advantage system. Reporter did not provide the location where the discrepant results were obtained. Technical support requested the return of the suspect product and replacement product was shipped.